Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and he changed the battery three times but the display remained blank. Blood glucose value was 131 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. He was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer mentioned that within about a minute of each new battery, he would receive the failed battery test alarm. He then instructed to remove the battery for 2 hours and call back. The customer called back and stated that the insulin pump alarmed battery out limit when inserting the battery after the two hour reset. Blood glucose was 152 mg/dl. The customer was advised that a battery cap replacement would be sent and to monitor the device.